Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to an urgent care center and was diagnosed with a skin irritation identified as a rash. For treatment, the patient was given prednisone tablets. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after 1 hour. The patient reported being allergic to the adhesive of the pod.